Event description:
Ge train of four neuromuscular monitor malfunctioning. Stating 0/4 twitches when visibly patient has 2/4 twitches. All leads are properly placed, and equipment was used appropriately. No harm to patient as provider aware however this seems to be a recurrent problem with these monitors.